Event description:
It was reported that externalized conductors were noted via x-ray. Decreased in sensing was also observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.